Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the mildly tortuous and heavily calcified mid diagonal artery. The 2.5 x 28 mm xience prime stent delivery system was advanced into the patient anatomy over a non-abbott guidewire and some resistance was noted. The xience prime was unable to cross due to resistance with the patient anatomy and the guidewire and the stent struts were noted to be flared. The device was removed and resistance was noted with the non-abbott guide wire. A second same size xience prime was used with a new guidewire and no issues were noted. There was no adverse patient effect and no clinically significant delay. Additional information was requested.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to position and difficulty to remove due to the guide wire was unable to be confirmed as no resistance or abnormalties were noted when tested with a proxy guide wire. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances.